Event description:
Customer reported receiving a failed battery test on the insulin pump. Customer stated that they were not using the recommended type of batteries in the insulin pump. Customer also stated that they did not receive a low battery alert prior to the off or no power alert. Blood glucose level was 77 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.